Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: they had a distal IV disconnection during surgery. This was noticed after blood leakage noted on the floor. Multiple attempts made to gather additional information and no further information has been received to date. Unknown if any patient injury.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. House retain samples were pull and tested per specification for leakage, occlusion, packaging, and male/female connection of the distal connector and all were found acceptable. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available a follow-up report will be filed.